Event description:
The complainant has reported that a patient underwent a therapeutic ercd procedure with placement of a biliary endoprosthesis was deployed successfully. In the process of removing the sheath from the bile duct. It appeared to have caught on the stent. The plastic overhealth detached inside the patient. The plastic overhealth was successfully removed by using a snare. The procedure was successfully completed with this device. The patient did not sustain any reported complications or ill effecfts as a result of this issue. The patient condition is noted to be 'fine'.